Manufacturer narrative:
This mechanical mitral valve was an attempted implant in the mitral position, not the aortic position as was originally reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Attempts to gain further information have been made but are unsuccessful at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical mitral valve, the valve was explanted as it did not fit properly into the native aorta despite being sized as a 23mm valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received loose in a packaging carton, in the original product box. The valve holder body of a size 25 was received with the valve. The valve appeared intact with no evidence of visible damage. The valve size met manufacturing specifications for a 23 mm valve. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms appeared intact. The inflow and outflow orifices appeared intact with no evidence of damage. Conclusion: the device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the limited information available, there were no alleged deficiencies related to product quality/performance or manufacturing process. Based on the reported information, the cause of the event was a sizing issue which could potentially be due to technical error. The device was considered acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.